Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Sections d9 and h6 have been updated.

Event description:
Perfusion called to notify us of a controller error alarm. Aic was working perfectly fine prior, but when the patient was in the or for a CABG the alarm came on. Alarm resolved but controllers were exchanged. Aic was taken to biomed to be evaluated and reach out if aic needs to be sent in for any reason.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The reported controller error alarm could not be reproduced, and the root cause could not be determined, but it appears to be the result of a communication error between the soft keys and the main computer.